Event description:
Customer called to complain of their standard strip being out of range while doing their quality control testing. It read 402 with a range of 73-99. The device was replaced and the defective one returned for further investigation and analysis.